Event description:
The manufacturer received voluntary medwatch (mw5104661) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged headache, severe post nasal drip (sometimes with blood), difficulty in breathing, ear problem, dry mouth, dry nose, dry eyes, cough, sneeze and taking antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused the patient headache, severe post nasal drip (sometimes with blood), difficulty in breathing,ear problem, dry mouth, dry nose, dry eyes, cough, sneeze and taking antibiotics. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 07, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused the patient headache, severe post nasal drip (sometimes with blood), difficulty in breathing,ear problem, dry mouth, dry nose, dry eyes, cough, sneeze and taking antibiotics. There was no report of serious patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.